Manufacturer narrative:
Pt. Info.: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, there is no indication the lens was implanted. If explanted, give date: not applicable, there is no indication the lens was implanted, therefore, not explanted. (B)(6). The intraocular lens (iol) has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Because it is not known which missing haptic issue was experienced with which serial number lens, (B)(4), has been applied to both reports. A separate report is being filed for each device. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that there were two smartload intraocular lenses that could not be implanted as they both were stuck. Possibly the cartridge(s) were defective, and one lens had a missing haptic (haptic was not there). The two devices were reported at the same time for the same patient. Through follow up it was confirmed the injector (customer is referring to the cartridge), got stuck and the lenses could not be implanted. Because of the lenses being stuck, one lens had a missing haptic and was taken out (not fully delivered, due to being stuck). It is unknown which of the two identified lenses had the missing haptic issue. This report captures the event for one of the two reported lenses. A separate report is being submitted for the other reported lens. No further information is available.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes returned to manufacturer on: 16 may 2022 section h3. Device evaluated by manufacturer? Yes device evaluation: the dk9000 unfolder was received within a sterilization pouch. The plunger rod was observed to be bent. How and when this damage was introduced cannot be determined. The material of the pushrod is titanium, which would need to be subjected to an impact or force that would result in damage to the pushrod tip. As such, the pushrod would have had to be subjected to the damage (bending of the pushrod tip) by some other action outside of normal lens delivery. There is no further information provided to indicate when this damage may have occurred. Potential root causes can include the device being dropped or damaged during handling, resterilization, etc. Product deficiency and product malfunction cannot be confirmed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: initially the event was reported against the preloaded smartload lens, however in follow-up the customer confirmed the issue was not the smartload lens, but the dk9000 injector handpiece which was faulty. Therefore, reporting is captured under the smartload lens product records. Section d1: brand name: smartload vitan handpiece. Section d2: common device name: intraocular, lens, guide. Section d2: device product code: mss. Corrected data: section d4 model number: dk9000. Catalog number: dk9000. Lot number: 0016. Section d4: expiration date: not applicable. Unique identifier (UDI) number: (B)(4). Section h4: device manufacture date: mar. 23, 2021. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.